Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 156 mg/dl. No significant events leading to the alarm were observed. The customer stated that she kept the device in her bra. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with an intermittent express bolus response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.